Manufacturer narrative:
Per surgical technique guide p51-stg-0001 rev g: corpulence; an overweight or corpulent patient can strain the implant to such a degree that stabilization or implant failure can occur.

Event description:
A plate broke during patient use approximately 1 year 3 months post-implantation. The site had fused with no non-union. Removal of the plate was conducted due to broken hardware and patient pain.